Event description:
The manufacturer received information alleging short of breath related to a CPAP device's sound abatement foam. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported disability or permanent damage in section b2. After review it was determined that disability or permanent damage was incorrectly selected. There was no allegation of serious or permanent harm or injury.